Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm two weeks ago. Customer does not have the pump with her and has not used it for 2 weeks since the alarm occurred. Customer was advised to call back to troubleshoot and replace the pump. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to encoder signal out of phase. The insulin pump was unable to perform the displacement test due to constant motor error. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.